Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer's mother reported that the retrieval string was too short to aid in the removal of the tampon. The pledget was removed without issue. The consumer did not experience any adverse health effects and did not require medical attention.